Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system becomes unresponsive when booting up and entering the application software. It was noted that the navigation system would not power off with prompts and only when unplugging the system from a known operational outlet. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer with lot number 1834347 was returned to medtronic for analysis. Analysis revealed that during initial power up the computer started power cycling on its own and would not boot. After re-seating the ram modules the computer booted normally to the application screen and passed testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.